Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The representative cleaned the plungers and the issue was resolved if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: product ID: bi71000556, serial/lot #: none. No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the pendant was physically jammed. The pendant won't turn. No patient was present at the time of the event. The next step is to replace the pendant plungers.

Manufacturer narrative:
H3) the pendant plunger was returned to the manufacture for evaluation. After visual/physical examination the reported issue was confirmed. The returned pendant plungers failed visual inspection. Plungers showed normal wear on the surface and have worn grooves which would restrict normal movement of pendant. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.